Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported death.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
Following a procedure for a multi focal atrial tachycardia procedure, the patient became unstable and expired 5 days later. When the procedure was performed, diagnostics, mapping of the right and left atrium, ablation of the left atrium, wait time, and validation were successfully completed with no issues or consequences noted. During the patient follow up in the lab, when the devices had already been removed, the patient became hypotensive. Emergency care was initiated immediately, and the situation was declared stable by the physicians. Later, on (B)(6) 2024, the patient expired. An autopsy was denied by relatives and the cause of death remains unknown. There were no alleged performance issues with any abbott devices. Further patient conditions and specifics are unknown.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h11.

Event description:
Following a procedure for a multi focal atrial tachycardia procedure, the patient became unstable and expired 5 days later. When the procedure was performed, diagnostics, mapping of the right and left atrium, ablation of the left atrium, wait time, and validation were successfully completed with no issues or consequences noted. During the patient follow up in the lab, when the devices had already been removed, the patient became hypotensive. The patient was intubated, and chest compressions were performed immediately, and the situation was declared stable by the physicians. Later, on (B)(6) 2024, the patient expired. An autopsy was denied by relatives and the cause of death remains unknown. There were no alleged performance issues with any abbott devices. Further patient conditions and specifics are unknown.